Event description:
Additional information was received on 12jun2024: a heart catheterization was being performed. The cannula snapped at the hub of the device. The procedure was completed. The snapped occurred as the device was being removed from the vessel. The patient was stable the entire time. All wires and catheters had been removed at the time.

Manufacturer narrative:
A3b: gender: n/a d4: lot number: unknown. D4: expiration date and UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because the sample was not returned for assessment. The exact root cause could not be determined. The likely root cause of the sheath separation is that the sheath experienced high tensional forces during sheath withdrawal. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.

Event description:
The user facility reported that the glidesheath slender device snapped when it was being removed from the guide catheter. There was no blood loss. There is not direct allegation that the reported device caused or contributed to patient injury and/or required medical intervention.